Event description:
An electronic report was received from an rn of a pt event. A peritoneal dialysis patient has reported to his pd nurse that the tubing opens while in use on cycler. Both the pt and rn have been contacted for add'l info on this event. The rn and pt have both reported that the tubing unscrews/disconnects from the catheter. The rn has observed this pt for his technique and she stated his technique is excellent. It has also been learned that the pt was treated for peritonitis. The pt is recovered and is able to continue peritoneal dialysis. There is no sample available for an evaluation. The culture results were positive for staph.

Manufacturer narrative:
Device history record review: no indication of the reported defect was found during DHR review. Lot met all release criteria. Sample analysis: sample is not available. Conclusion: the reported defect is not confirmed. Fmc will continue to monitor trends and defects per current procedure. Since the complaint could not be confirmed, no corrective action is documented at this time.